Event description:
Complainant alleged that during the incoming inspection of the device, after having been repaired at a third party biomed company, the display screen suddenly went blank and displayed a green dot. The complainant indicated that this was also the original problem with the device, reported on medwatch report #1220908-2000-00731, but that because of a language barrier they had difficulty explaning the problem to the third party biomed, and that the device had been evaluated for a different problem than what the actual malfunction. The complainant indicated that there was no pt involvement in the reported malfunction.